Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 33 mg/dl. Customer did not troubleshoot their low blood glucose reading. Customer stated there was over delivery, the issue was not resolved. However, the insulin pump passed displacement test. Customer did used auto mode feature. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No anomalies noted. (B)(4).